Event description:
Information received by medtronic indicated that insulin pump retainer ring was loose and crack in the compartment and had replace battery alarm. Even after several batteries the pump noted battery failed alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported that the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned the device for alleged replace battery alert or replace battery now without a low battery warning, serial number unreadable, end cap address label unreadable, and missing retainer found on (B)(6) 2022. The device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The device passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on (B)(6) 2022 there were excessive battery installations and battery failed alarms which indicates unhealthy battery voltage. The device experienced six (6) batt out limit (power loss) alarms (12:14 x2, 12:25 x2, and 12:27 x2) followed by active insulin cleared alerts indicating proper power sequence after the primary battery was reinstalled before ten (10) minutes after removal (the device power up sequence behaved as expected). The device alerted low battery on (b(6) 2022, and there were not any replace battery alerts or replace battery now alarms in the history files on or near the event date. The device was cut open for a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board), motor, or force sensor. Battery charge lasting less than expected is not confirmed. No unexpected power/battery alarms found in the downloaded history files. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, serial number label faded and peeling, end cap address label faded, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Battery charge lasting less than expected is not confirmed. Missing retainer, partially broken reservoir tube lip, missing reservoir tube o-ring are confirmed. The serial number label and end cap address label are faded. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.